Manufacturer narrative:
B5 --date received by manufacturer corrected in g3 to 01/17/2021 as the wrong year was recorded. G3 date received by manufacturer corrected to 01/17/2021.

Event description:
Date received by manufacturer corrected in g3 to 01/17/2021 as the wrong year was recorded.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. An exterior physical visual inspection was performed and passed. A transmitter voltage test was performed and failed. A review of the share logs was performed and a pairing failure was not found within the investigation window. The allegation was not confirmed. In addition, transmitter failed error was found in connection to the reported allegation. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.